Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-07487. It was reported the patient will undergo surgical intervention due to suspected ineffective stimulation.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2017-07487. Follow-up revealed one of the patient's leads was explanted and replaced. Effective therapy was restored post-op. Note: both of the patient's leads are being reported as explanted because it is unknown which device was replaced.